Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 450 mg/dl at the time of the incident. Customer¿s blood glucose was 200 mg/dl. Customer¿s current blood glucose was 238 mg/dl. Customer reported that the insulin pump died in the middle of the night but since has gotten new batteries and pump is on. The insulin pump will not be returned for analysis.